Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During treatment with a coronary orbital atherectomy device (oad), a perforation occurred, and the patient expired. The type b target lesion was located in the right coronary artery (rca) and was heavily calcified. The oad was operated on low speed for eight treatments when the patient presented with chest pains. During the last treatment, imaging was done under fluoroscopy, and no issues were noted. As the oad was removed, the patient continued to exhibit chest pains and bradycardia symptoms, which included a decrease in blood pressure. An angiogram of the rca was performed, and a perforation was observed in the ostium of the rca. Stents were placed in the ostium of the rca, and the patient's blood pressure continued to decrease. The patient coded, was intubated, and was placed on hemodynamic support with the use of an impella device in an attempt to stabilize the patient. The patient later expired. Additional investigation indicated that the physician was unaware that the intramural hematoma was present. Initial image review of the case indicated the rca was larger than usual, but the physician believed that the rca was enlarged because it was the only remaining open vessel. Following the events of the case and upon review, the opinion of the physician is that the hematoma was present prior to the case and had accounted for the large size of the rca as seen on imaging. The physician believes that when the oad was operated near the hematoma, it ruptured, and a severe perforation occurred.